Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt expired. The cause of death was unk but was reported to be unrelated to the implanted system. The implantable system controlled the pt's intractable pain secondary to complex regional pain syndrome of the abdomen from metastatic hepatocellular carcinoma. The drug used in the pump was a mixture of hydromorphone 1/5 mg/ml at 0.5996 mg/ml, bupivacaine 40 mg/ml, and droperidol 200 mcg/ml delivered on a simple continuous basis.